Event description:
It was reported jammed clips, no further information is available. Completed with the same like product. Procedure: unknown. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the instrument a was returned sterile and inside its original package. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. No firing issues were noted. The analysis results found that the mcl20 instrument b was received sterile and inside its original package. The instrument was received in good visual condition. During functional testing the instruments anti-back up feature was noted to be non-functional as the hoop spring was misassembled. However no jamming issues were noted during functional testing. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument c was returned sterile and inside its original package. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips properly. It was concluded that the instrument was conforming to manufacturing specifications. No firing issues were noted. The instrument was returned in good physical condition. The instrument was cycled, fed, and formed 14 clips properly, it malformed 1 clip due to the anti-backup being non functional. Upon disassembly of the instrument the anti-backup teeth were found to be worn out, causing the anti-backup failure. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.